Event description:
It was reported that during a procedure requiring transseptal puncture using the needle from an nrg rf transseptal kit the patient experienced cardiac tamponade. During the procedure itself it was noticed the guidewire was out of place via fluoroscopy. The procedure was stopped at that time and the pericardium was checked and no issues were noted. However, 15 minutes later the patient experienced heart pain and an echography revealed tamponade. Pericardiocentesis was performed and no further patient complications were reported. The physician stated the septum was difficult to work with and the tamponade would have been due to the transseptal puncture. The needle is not expected to be returned as the adverse event was identified after the procedure had been completed and the device would have been disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.